Manufacturer narrative:
The technician found the weld securing the mounting pin broke which caused the e-clip to come off. The technician replaced the siderail to repair the bed. Hill-rom initiated a field corrective action, internally known as "mod 414" which will replace the siderails with corrected units.

Event description:
Alleged the left hand siderail pin came out. The siderail remained latched.